Event description:
It was reported that, "circulating nurse was preparing to deliver the monomer to the sterile field when she noticed that the packaging appeared to be not sealed normally."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.